Event description:
The pt came in for a refill. They were unable to access the refill port. An x-ray on (B)(6) 2011 showed that the pump had flipped. The pt had no signs or symptoms. On (B)(6) 2011, the pt had surgery to flip the pump back in place. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).